Manufacturer narrative:
D10 concomitant products: vlls10gen, vlls10gen ls series vessel sealing gen (serial#:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a mini gastric bypass (mgb) procedure, the handpiece had partial/inadequate sealing and the seal cycles were not getting completed after few activations. There was evidence of energy delivery, end tones were heard and there were error of seal cycle not getting completed. It bleeds after cutting but transfusion was not necessary as back up instrument was used. Jaws were cleaned after every 2 to 3 activations and was able to create approximately 8 to 9 seals before the issue occurred. The procedure was completed by using another handpiece.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted seal plate damage and discoloration in the insulation of the jaws. The radio frequency identification (rfid) tag was reviewed and it was revealed the device was used several times, likely decontaminated just as many times. There was no jaw gap due to the damage done to the seal plates. The damage is consistent w/ repeated scrubbing with abrasive sponge. The device produced an instant regrasp alarm. It was reported that there was alarm activation and the device stopped working. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that there was partial seal. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: this product cannot be adequately cleaned and/or sterilized by the user in order to facilitate safe reuse, and is therefore intended for single use. Do not clean the instrument with a scratch pad or other abrasives. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.